Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the watchman delivery system (wds) and implant along with the watchman access system (was). The wds was inside the was as received with the implant partially deployed 12 mm from the tip of the was. Blood was present on the device as received. The shaft was damaged (buckled) between 0 cm and 2.5 cm from the hub of the wds and 12 cm from the hub of the wds. Due to the damage to the was and wds, the wds shaft was unable to be removed from the was for inspection. The implant was able to be deployed during analysis. The implant was measured and found to be consistent with the reported information. The implant had anchor damage. Inspection of the remainder of the device revealed no other damage or irregularities. The implant recapture difficulty could not be confirmed because the clinical circumstances could not be replicated. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as mr ID: 2134265-2016-06653. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman ® laa closure device & delivery system was inserted into a watchman ® access system and deployed. During recapture of the closure device, the access system became kinked and the closure device was unable to be recaptured. The physician removed the whole system from the patient and the procedure was aborted. The patient woke up fine from the anesthesia and there were no patient complications.

Manufacturer narrative:
(B)(4).

Event description:
Same case as mr ID: 2134265-2016-06653. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman ® laa closure device & delivery system was inserted into a watchman ® access system and deployed. During recapture of the closure device, the access system became kinked and the closure device was unable to be recaptured. The physician removed the whole system from the patient and the procedure was aborted. The patient woke up fine from the anesthesia and there were no patient complications.